Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the distal end (tubing) was disconnected from the .2 micron filter. Although requested, no other information has been received.